Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to a MRI, the device was programmed to MRI settings. During the follow-up appointment after the MRI, there was a longevity and current drain anomaly on the device. Technical support was contacted and the device was reprogrammed and re-interrogated to resolve the event. No further intervention was performed and the patient was stable.